Event description:
From user report:patient here for cryotherapy for cervix dysplasia. The cryo tip was screwed on tightly so that there would be no leak at the junction. However after 2 minutes into first freeze (of planned 4 minutes then another 4 minutes freeze), there was a cloud of "steam" (cold gas) and a slight dripping from the junction. The freeze was done by resident with attending standing in room with timer. The trigger on the cryo was depressed (off) and the gas was shut off on the tank. The steam cleared and it took about a minute (which is normal) for the cryoprobe to detach from the cervix. The patient complained about some burning on her left in vaginal area. On exam there was a slight pinkness to the left vestibule, outside the hymen. The shaft never touched the area, nor was it close, as we used a graves speculum. The speculum was removed. About 10 minutes later, the lower left labia minor and nearby vestibule area was noted to be edematous, with no color change or surface injury. Lidocaine 2% gel was placed for comfort. The patient rested and was rechecked over the next 30 minutes. The swelling measured about 1.5cm on discharge. She was upset about the swelling and about not having her treatment done as planned. She was having some burning sensation but it was less. I showed her the area with a mirror and instructed her where to apply lidocaine.following the incident, the device was checked by clinical engineering. The leakage at the connection was verified when tested. There is supposed to be a silicone o-ring on this connection, but the o-ring was missing. After replacing the o-ring, the device worked properly.